Event description:
The customer reported that the system displayed a communication failure error message which rendered the system inoperable. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fan was replaced. The system was then found to be operating as intended.